Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, they attempted to self-start their dexcom device and received a "no sensor connection alarm" from the receiver. No additional event or patient information is available.